Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned. Based upon the information that allergan's ap banding device was used in this study the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Fold in tubing is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of fold in tubing as follows: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing."

Event description:
Reported event of: "tube kink" from journal article, "new adjustable gastric bands available in the united stated: a comparative study", surgery for obesity and related diseases 7 (2011) 74-81.